Manufacturer narrative:
Event date is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s back was hurting and it kept getting worse and worse. The patient can¿t walk straight and said it hurts constantly. The patient reported that the ins hurts after they have been recharging for a period of time. The patient did clarify that the ins did not feel hot or warm when it hurts. The patient has tried different adjustments and has raised the setting. The patient stated they feel stimulation, however it is a little higher than it was before. The patient said that stimulation was in the right area when they sleep, however they still did not have pain relief. The patient was on group e and said that they tried others in the past. They noted that group e provided the best coverage and they had been on that group for about a year. The patient checked a few groups and they only had one program in each of them. The patient stated they tried a few other groups and group b seemed a little better and they may increase the setting more. The patient was going to try the remainder of the groups after the call. The patient mentioned they fell out of a pickup truck a couple weeks after the pain returned. The return of pain was gradual. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-mar-30. The cause of the fall and pain was not determined. The patient got 3 sets of 2 steroid/cortisone shots in their lower back. They have received much relief from the shots. Their device is not much of a help anymore. No further complications were reported or anticipated.